Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) device received and felt six shocks that brought him to knees. Boston scientific technical services (ts) reviewed and found that there were a total of 13 shocks delivered a day ago. The patient was in a really fast atrial fibrillation (af) with rapid ventricular response (rvr) to cause the device to detect in vf zone. Initial therapy was unsuccessful and 41j shock slowed the fast afib. The health care professional (hcp) stated that another shock was delivered while patient was in the emergency room (ER). It was noted that there was therapy exhaustion. The patient was referred to another cardiologist to control the heart rate. The device remains in service. No adverse patient effects were reported.